Event description:
It was reported to boston scientific corporation that the patient was implanted with an obtryx transobturator curved mid-urethral sling system on (B)(6) 2010. There were no complications during the placement procedure, and at the two-week follow-up, the patient was healing well with no issues noted. On (B)(6) 2010, the patient reported sharp pelvic pain and pressure and painful bowel movements. The pain had reportedly resolved as of (B)(6) 2010. The patient also experienced brownish spotting and cramping (date of onset unknown). She reported that she felt like her prolapse had returned, and on (B)(6) 2010, she presented with a vaginal bulge at the perineum. She also presented with asymptomatic mesh exposure on an unknown date. The patient's current condition and all other information are unknown; the patient has not returned to the physician to follow up.